Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). It was noted that the patient¿s system was not functioning. It was noted that the patient needed an MRI of the shoulder. It was noted that the patient has had multiple mris of her shoulder in the past with no incident or problem.

Manufacturer narrative:
Concomitant products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2001, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2001, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension. (B)(4).